Event description:
It was reported that the patient presented for follow up after receiving a patient notifier for high hv lead impedance. Testing did not produce any out of range measurements. Lead will be monitored.

Manufacturer narrative:
No medwatch form was received.